Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an electrical test failure # 53. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had electrical test failure # 53. A getinge field service engineer (fse) stated event logs did record several "electrical test fail # 53 -shuttle transducer offset failure". Shuttle transducer was removed and discovered to be corroded. Pressure transducer 0682-00-0076-01 was replaced to resolve the issue. The shuttle, atmosphere, and drive transducers were all recalibrated. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. There was a patient involvement but no harm reported. The failure analysis and testing dept. Received part with a reported unit failure of electrical test failure #35. A visual inspection was performed to the transducer and blood was observed on the outer rim and on the inner rim of the transducer.this damage poses a safety hazard to the failure analysis and testing dept. Due to this damage to part and the risk it poses to the failure analysis and testing dept. This part cannot be investigated any further. Please see attachment for evidence of the blood on part. Part was retained in the failure analysis and testing department per procedure number 0002-07-0008 rev. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.